Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus medical systems india private limited (omsi). As a result of the evaluation, the following was confirmed. During the evaluation by osmi, it was found that the device did not turn on when the power switch was pressed due to a power failure. The defective power supply unit was sent to olympus medical systems corp. (Omsc) due to possible quality issues with the power supply components. There was no liquid penetration or burn marks on the converter. The user was using ups to power the input to the device. A power analyzer test was performed at the user facility, but no power fluctuations were found. The exact cause of the reported event could not be conclusively determined. However, based on the following investigation results, the reported event may have been caused by a power supply failure. The cause of the power supply failure could not be identified. The event reported by user were reproduced during the evaluation. Omsc confirmed that when the power supply unit of the device was installed in the video system center otv-sc2 of an olympus asset, the reported event was reproduced. There was no abnormality in the appearance of the power supply unit. Omsc reviewed the manufacturing history of the device and found no manufacturing anomalies or corrections. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device is planned to be returned to olympus medical systems (B)(4) but has not been returned yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
An olympus field service engineer checked the device on a video call and found that the device did not turn on. The reported event occurred during preparation for use. There was no report of patient injury associated with the event.